Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a fold crease, wear abrasion, white particles in the inner surface of the device, and one linear opening on the radius. A leak test and microscopic analysis was performed which identified one smooth crease opening on the radius side. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is one smooth crease opening on the radius side due to a fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.